Event description:
On october 21, 1998 autopap was installed in st louis, mo and connected to the computer work station that had previously been installed with another instrument. The database that existed on the workstation was not removed, and when the new system was run, the old database and new database were integrated resulting in reports that combined new and old slide data. On october 30, 1998 the lab, during normal nreview of reports noted that the reports included more slides than had actually been run and reported the issue to neopath. There was no immediate indication that slides were not properly evaluated. On november 18, 1998 neopath completed a more in depth analysis of the new slide data and determined that a small number of slides that were initially reported as "no further review" would have been reported as "review" if the slides had been reported correctly. This info was subsequently forwarded to the lab.